Event description:
It was reported that the user experienced hypoglycemia after stating the insulin pump delivered excessive correction insulin. Symptoms included hypoglycemia with a glucose nadir of below 40mg/dl with no associated clinical symptoms. Outcomes included the need for oral glucose treatment. User support included troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device-specific malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.